Manufacturer narrative:
The device has not been returned to olympus for evaluation. The user facility reported that the device would be returned but to date no device has been received. New information received from the user facility indicated that the issue still persist but no update on the device return has been provided. Olympus is making attempts to gather information on the device return and has requested the user facility contact olympus to troubleshoot with no response to date.

Event description:
The user facility reported that the device intermittently has no image on monitor and the image goes in and out, it was reported that the end users have to wiggle a cable to make the image appear. New information provided by the user facility confirms that this was observed during set up so there was no patient involvement or harm.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-04401. No device was returned to the omsc, however, an investigation was completed by the omsc and determined that there is no manufacturing, material or processing related cause for this failure mode. It is presumed that the device had been over 9 years since it was manufactured and occurred due to deterioration caused by long-term use, or that the user attempted to pull the video connector without lowering the unlocking lever, or that excessive force was applied to the locking lever (video connector socket) or video connector. Olympus will continue to monitor the field performance of this device.